Event description:
The customer reported the rubber tip on the ultrasound tip has a little tear on it. The tear was identified during inspection for use involving an olympus ultrasonic gastrovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on pink rubber; the root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.